Event description:
It was reported that the loop recorder exhibited false tachy episodes recorded from oversensing emi. The patient will continue to be monitored. Further information was requested however, was not provided.